Manufacturer narrative:
The returned device was evaluated and the inspection of the cannula assembly found the exposed portion of the soft cannula was stretched. The soft cannula length was found to be out of specification at a length of 1.2145 inches. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had first decreased to 42 mg/dl and had also rose to 398 mg/dl. As treatment, the patient administered an insulin injection and applied a new pod.

Manufacturer narrative:
Inspection of the cannula assembly found the exposed portion of the soft cannula was stretched. The soft cannula length was found to be out of specification at a length of 1.2145 inches. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.